Event description:
It was reported the device would not boot up and was showing error 1002. Warming was taking a long time to achieve the set temperature and at the same time the tank temperature was increasing. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet field service technician. A defective control board and defective actuator were replaced. A supplemental medwatch will be submitted if additional information becomes available.